Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during the investigation objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned acid pump cable. The burned acid pump cable was noticed during machine repair after the machine was pulled from service for alarming with a 24v recovery failure message at power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 38,000 hours and the acid pump cable was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned acid pump cable. The biomed stated at the time of follow-up that the machine remained out of service pending repair. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned acid pump cable. The burned acid pump cable was noticed during machine repair after the machine was pulled from service for alarming with a 24v recovery failure message at power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 38,000 hours and the acid pump cable was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned acid pump cable. The biomed stated at the time of follow-up that the machine remained out of service pending repair. No parts are available to be returned to the manufacturer for physical evaluation.